Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not seem to be holding a charge from a battery. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the batteries are running out very quickly and a low battery alert was not received prior to off no power alert. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer also indicated that their blood glucose was high but did not provide their blood glucose level.